Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation found that the device met its material, assembly, and product specs at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural failures. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The vascular access was via the right radial artery. The target lesion location was not available. Lesion characteristics were reported as some calcification, 90% stenosed, eccentric in shape, de novo, and 10mm in length with 3mm vessel diameter. In addition, the pt anatomy was moderately tortuous. The lesion was predilated with a non-bsc 2.5x20mm balloon. After predilation, stenosis was 20%. The physician attempted to advance a taxus liberte paclitaxel-eluting coronary stent 2.5x20mm to the target lesion, but experienced resistance. Upon withdrawal of the stent delivery system, "disruption of the stent strut" was noted. The procedure was completed with an unspecified 2.75x16mm stent. No pt complications were reported.